Event description:
It was reported to boston scientific corp that an ultratome xl sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2009. According to the complainant, another manufacturers guidewire went through the plastic sheath of the tome before entering the scope. The procedure was completed with a different manufacturer's device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was not available.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).